Manufacturer narrative:
This MDR was submitted during the system outage from july 22, 2026 to july 27, 2026 which may result in a delay of receipt of all of the acknowledgements. The device was not returned to olympus for inspection, and the reported failure was not confirmed. However, technical assistance center provided remote troubleshooting, and they recommended changing the bulb, but the issue persists. Advised the customer to send the unit in for evaluation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported error code e103 during service/ maintenance involving an olympus xenon light source. There was no patient injury reported.